Manufacturer narrative:
Results: evaluation of the returned product found that the nurse call cable was tested with both the customer's alarm and a known working alarm. When the cable is moved in either device, the nurse call indicator light toggles on and off. It was found that the ground wire is broken inside the nurse call cable. There are scuff marks on the nurse call cable. See manufacture report #2020362-2014-00299 for the alarm report. (B)(4).

Event description:
The customer reported the nurse's station sounds inconsistently when the alarm is in use with the nurse call cable. The customer reported this was discovered during use, but could not provide a date of event. No patient incident or injury was reported.